Manufacturer narrative:
Evaluation method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun. Additional manufacturer narrative: several attempts have been made to retrieve the operative report, however no response has been given. Device history record review is in process.

Manufacturer narrative:
Remove data reported on initial MDR. Event problem: device (B)(4): no code available for paravalvular leak. Evaluation summary: as received the valve exhibits dehydration characteristics in the tissue. Characteristics of dehydration include stiffened and shrunk tissue. A gap at the coaptation region, most likely due to dehydration. No inconsistencies detected in the x-ray as the wireform is intact. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
The operative report received indicated that the had a reop mitral valve replacement for thrombosis with large paravalvular leak. After surgery, the patient was transferred to the ohrr in stable condition in ventricular paced rhythm.

Event description:
Reportedly, the sales representative was contacted by the hospital regarding a device explanted after an implant duration of approximately six and a half years for unknown reasons. No further information provided.